Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying a battery indicator. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The pt reported that the alleged issue began the week prior to contacting lfs. Despite not being able to test on the subject meter, the pt denied making any changes to her diabetes management. However, sometime after the reporter issue started (dates/times unk), the pt stated, "my blood glucose went low a couple of times." The pt claimed she experienced symptoms of "clammy, warm, and light-headed" and treated self with orange juice. At the time of troubleshooting, the cca discovered that the pt did not replace the battery in the subject meter as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.